Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump button was sticking and motor grinding sound when rewind. The customer¿s blood glucose level was unknown at time of incident. Insulin pump had rejected new batteries, rewind is slow to rewind. Customer was treated with manual injection for high blood glucose. Customer declined troubleshooting for all issues of insulin pump. The insulin pump will not be return for analysis.